Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin is squirting out and the numbers don't pop up on the screen. Customer's last blood glucose was 108 mg/dl. Customer stated that he is insulin resistant when using syringes. Customer always ends up hospitalized after 2 days with diabetic ketoacidosis. Customer stated that he does have syringes as an emergency back-up plan. Customer was unable to exit the preparing to prime loop. Customer stated that insulin continues to drip after the motor stops during the manual prime process. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.